Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 200 mg/dl range, and diabetic neuropathy. Reportedly, the customer's basal rate needed to be adjusted. Customer's health care professional (hcp) worked with the customer to adjust pump settings. Customer delivered manual injections and boluses to address bg levels. Reportedly, customer¿s hcp doesn't believe that diabetic neuropathy is related to pump or supplies. However, despite what hcp stated, customer believed that diabetic neuropathy is related to bg levels because they both occurred during the same time frame.